Manufacturer narrative:
Batch review performed on 02 october 2017. Lot 122511: (B)(4) items manufactured and released on 04 september 2012. Expiration date: 2017-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the cup was loose. The loosening occurred over time. The cup, liner and head were revised as planned on (B)(6) 2017. The surgery was completed successfully.